Event description:
It was reported that during an unknown procedure, when inserting a bert bag through the port, the duckbill valve became detached and was pushed into the peritoneal cavity ahead of the bert bag. A new port was installed and the operation completed uneventfully with the valve being removed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.